Manufacturer narrative:
Device is a combination product. G4 bsc aware date was initially reported as 08/23/2019 but the correct date should have been 08/22/2019.

Event description:
It was reported that stent damage occurred. A 2.25 x 24 synergy drug-eluting stent was selected for use. However, prior to procedure, it was noticed that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 24 synergy drug-eluting stent was selected for use. However, prior to procedure, it was noticed that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported.